Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) had endocarditis. The company representative informed that the patient also had bacteremia and the physician did not think that the system was the source of the infection. A revision was performed and the ICD was explanted. There were no additional adverse patient effects reported. The ICD will not be returned.